Event description:
Hospital complained of noise on the lead, during new lead implantation connected the new lead to the header of the old device and still noise present, new generator connected to new lead and all was good. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Update received: the lead was explanted on (B)(6) 2022 due to dislodgement in addition to previously reported noise. Device was replaced during the same surgery. The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.